Event description:
It was reported that the patient presented to the emergency room with bradycardia. The pulse generator was unable to be interrogated, and there was no magnet response or pacing output. Premature battery depletion was suspected, and the patient was scheduled for replacement. The device was explanted. The patient was stable.

Manufacturer narrative:
The reported events of inability to interrogate were not confirmed. The device was received with normal telemetry and output. The analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and the titanium case. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage because of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with a header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.